Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead electrograms (egm) were consistent with sensing the right ventricular (rv) lead activity. Through fluoroscopy it was shown that the ra lead was no longer in the right atrial appendage but was pointing down near the tricuspid valve. Lead repositioning surgery was successfully performed and the ra lead remains in use. No patient complications have been reported as a result of this event.